Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient had cellulitis in the stomach area, with increased redness and edema. The patient was initially prescribed oral antibiotics for 7 days. Subsequently, the patient went to the emergency department and was started on intravenous (IV) antibiotics. Following the IV treatment, the patient was again prescribed oral antibiotics for another 7 days. No further information was available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.